Event description:
It was reported that patient enrolled in clinical study underwent right total hip arthroplasty on (B)(6) 2002. A subsequent revision procedure was performed on an unknown date for an unknown reason. Surgeon removed and replaced the components with competitor product. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown.